Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "24 hours after the positioning of the device, there was an appearance of pedidium pulse hyposphygmic on the right (iabp access site): at the doppler control flows present. Removal of iabp on 14.02 for clinical stabilization". The catheter was not replaced. Attempts were made to inquire whether medical intervention was required, if there was any harm or injury to the patient, and the status of the patient. The customer was unable to answer these questions. If additional information is received on this complaint, the file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "24 hours after the positioning of the device, there was an appearance of pedidium pulse hyposphygmic on the right (iabp access site): at the doppler control flows present. Removal of iabp on 14.02 for clinical stabilization". The catheter was not replaced. Attempts were made to inquire whether medical intervention was required, if there was any harm or injury to the patient, and the status of the patient. The customer was unable to answer these questions. If additional information is received on this complaint, the file will be updated.